Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, noise on the mapping catheter was observed. The mapping catheter cable was replaced without resolve. It was noted that the mapping catheter could possibly be kinked, however, the product was not replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.